Event description:
It was reported that the 10.0x20mm absolute pro self-expanding stent system prematurely deployed and stent was observed to be flowered once out of the packaging. Another unspecified device was used to successfully complete the procedure. There were no patient involvement and no clinically significant delay in the procedure. Per device analysis the absolute pro self-expanding stent returned with blood in it. The sheath and inner member were separated. The inner member including the tip were frozen on a guide wire. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A follow up to the account was conducted regarding the condition of the returned device. In response, the account reiterated that the device was removed and was partially deployed. Blood may have transferred to the device. Due to the condition of the returned device which contradicts the reported issue, the investigation determined a conclusive cause for the reported and noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.